Manufacturer narrative:
(B)(4).

Event description:
After having hip surgery due to a fall, the patient wasn't sure the device was working. The patient used to get a "warning to go" and now does not. The patient was told that the device was turned off for the surgery and back on after surgery. Additional info was requested.